Event description:
It was reported that this inflatable penile prosthesis could no longer pumped up. There was a fluid loss due to a hole in the system. The device was removed and replaced. No patient complications reported.